Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What size of the needle was broken? What length of the needle was retained in patient tissue? Was there any additional dissection to remove the needle? Did the procedure delay change the patient post operative care?

Event description:
It was reported that a patient underwent gynecologic tumor removal procedure on (B)(6) 2017 and suture was used. The needle pulled off during sewing of the uterus. The surgeon took extra time to search for the needle and the procedure was prolonged 3 hours. The needle was retrieved by x-ray. A new device was used to complete the procedure. The patient condition is stable. Additional information has been requested.

Manufacturer narrative:
Additional information additional information was requested and the following was obtained: what length of the needle was retained in patient tissue? Unk was there any additional dissection to remove the needle? Unk did the procedure delay change the patient post-operative care? Unk a detached needle of the product was returned for evaluation. During the visual inspection of the needle, the swage and attachment area of the needle were as expected. The barrel hole of the needle was examined for suture remnant and suture filaments was found into the hole of the needle. In addition, the curve of the needle was deformed and several marks were observed on the body needle. The force used during sewing uterus in gynecologic tumor surgery cannot be determined and the suture was not returned for evaluation. It could not be determined what may have caused the reported incident.